Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found that the pump was over infusing outside the amounts that mmdg considers non-reportable. The pump was found to be past maintenance due date and needing calibration, which can effect the operation of the pump. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter states that the pump failed volumetric accuracy testing several times. They also stated that it failed within acceptable range, meaning that it was inside the volumetric range that mmdg considers not reportable. When the pump was returned to mmdg, the pump was discovered to be over delivering at a rate that mmdg does consider reportable. This occurred during testing by a third party servicer and no patient was involved. (B)(4).

Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found that the pump was over infusing outside the amounts that mmdg considers non-reportable. The pump was found to be past maintenance due date and needing calibration, which can effect the operation of the pump. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter states that the pump failed volumetric accuracy testing several times. This occurred during testing by a third party servicer and no patient was involved. (B)(4).